Event description:
It was reported that a homechoice cassette leaked from an unspecified location; further described as ¿some liquid near machine." This occurred during dwell three of four of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the caregiver in ending the therapy session. Rts advised the caregiver to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.